Event description:
Plaintiff was employed as a dental hygienist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing the following symptoms: hand dermatitis, runny eyes and nose, hand sores, body sores, hives, wheezing, swollen eyes and eyelids, swollen lips, face, throat, tongue, itchy mouth, diffculty breathing and other problems. Plaintiff alleges developing a latex allergy.